Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a dim display issue and the patient had blood glucose levels ranging from 330 mg/dl with no symptoms, to 68 mg/dl, with sweating and shakiness (unsteadiness when standing and walking). This complaint is being reported because the patient experienced hypoglycemia and the display issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: confirmed the display screen has a pinkish contrast. Daily insulin delivery totals correctly reflect user's programmed basal rates. Typical usage observed in alarm history. Pump passed delivery accuracy test and found to be delivering within required specifications. Unrelated to the complaint, battery compartment is cracked between bumper pad and cover. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.